Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during removal from the ivus resulted in the noted stretched and overlapped coils, the noted bent core, and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous distal right coronary artery (rca). A .014 hi-torque (ht) balance middleweight (bmw) elite guide wire was advanced without resistance to the lesion. Subsequently, an intravascular ultrasound (ivus) was advanced and unable to cross the lesion. The physician removed the guide wire and ivus together from the anatomy without resistance to replace the guiding catheter. The guide wire separated in two pieces while removing the device from the ivus and outside of the patient anatomy. The procedure was completed with a new guiding catheter and guide wire. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.